Event description:
On (B)(6) 2012, the healthcare professional/reporter, a nurse, contacted animas to report that on an unspecified date, the patient obtained a blood glucose reading of 21 mg/dl. Emergency services were contacted, and the patient was treated intravenously with glucose. His subsequent blood glucose reading was 160 mg/dl. The technical support representative contacted the patient to obtain and verify information; however was unable to reach him. No information was provided about the patient's status prior to this event, his blood glucose readings, meals, insulin doses, symptoms, or any information regarding the pump's functions. It was not possible to troubleshoot the patient's pump, as the patient was not available. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with intravenous glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.